Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and observed door not fully latched alarms, which corresponds with the reported symptom close door alarms. The evaluation found that the force required to secure the door is above expected levels, which is known to cause the alarms. The device was recalibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump alarmed close door. It was also reported that there was no patient injury.